Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered microscopic visual inspection of the lead barrels and header of the device noted no irregularities to contribute to the failure. Dents and tool marks were noted on the case and this was suspected to have been induced during the explant procedure. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. The device case was opened and the circuit cell voltage was measured at 0.825 volts. The cell was isolated from the circuit and an external supply was connected to the device. The current drain was noted to be normal. The cell was submitted for further analysis which confirmed a failure of the battery due to multiple damaged internal components. Analysis was able to confirm the allegation made against the device in the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The ICD also exhibited code 1007 which was declared as the ICD declared end of life (eol) due to an extended charge time. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The ICD also exhibited code 1007 which was declared as the ICD declared end of life (eol) due to an extended charge time. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.